Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra valve, the commander delivery balloon ruptured due to calcium interaction at inflation. A new commander delivery system was used to complete valve inflation. There was no patient injury. The patient is stable and awake. There were no difficulties removing the first system. The patient has mild annulus calcification, moderate leaflet calcification, severe stj calcification and mid tortuosity. The measured annulus size is 428.6mm and a minimum luminal diameter of 7.4mm.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case balloon burst was confirmed empirically as no relevant imagery or product was returned for evaluation. Available information suggests that patient factors (calcification) likely contributed to the event as stated ''the patient has mild annulus calcification, moderate leaflet calcification, severe stj calcification and mid tortuosity''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.